Manufacturer narrative:
The monitor sn: (B)(4) and electrode belt sn: (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Prior to passing, the patient was treated 5 times by the lifevest. At 6:58:22 pm, the patient received the first treatment by the lifevest. The patient's rhythm at the time of the treatment was vt at 200 bpm. The post-shock rhythm was asystole. At 7:01:24 pm, the patient was treated for the second time. The patient's rhythm at the time of the treatment was vf at 240 bpm, the post-shock rhythm was an idioventricular rhythm at 20 bpm with pvcs and CPR and motion artifact. At 7:02:05 pm, the patient received the third treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was bradycardia at 30 bpm. At 7:02:48, the fourth treatment was delivered. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. At 7:03:34 pm, the patient received the fifth treatment. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. A non-treatable rhythm was declared by the lifevest at 7:03:50 pm. The response buttons were not pressed during the event. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. There is no indication of any device malfunction that caused or contributed to the patient's death.